Event description:
Pump programmed correctly as a secondary and the tubing was unclamped. It was presumed to be a malfunction with the tubing. New secondary tubing obtained, primed and infused without incident.